Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a procedure, the console displayed error code 87-2 (if there are more than 2 bricks with swm issues, this error appears.). The procedure was not completed due to this error. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.

Manufacturer narrative:
Upon receipt of the hr mirror of the console at our quality assurance laboratory, visual examination identified white ash burn marks on it. The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, it was identified that the channel 2 srm optic was pitted; it was replaced, and the servo mirror was cleaned. The fse calibrated the laser console; following this, the device passed full functional and safety testing. No further issues were identified during service, and the console was confirmed to be fully functional after repairs. It is likely that the error message resulted from damage to the hr mirror, the second relay mirror, and the switching module. The reported clinical observation was confirmed. Based on review of all information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that during a procedure, the console displayed error code 87-2. The procedure was not completed due to this error. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under anesthesia or sedation status is unknown.